Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake block mechanism housing was broken. The technician replaced the brake block to repair the bed.